Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ldq0, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was interference from computers. The patient experienced ¿trembling and shakiness (full body)¿ when she went to work. It was noted that there were thousands of computers at work and the symptoms were ¿only¿ triggered when she was at work. As a result of the symptoms, the patient turned down settings which seemed to help, but then her symptoms came back. The event date was unknown as well as the patient outcome. Follow up was being conducted to obtain answers. A supplemental report will be sent if any additional information is received.

Event description:
It was reported the patient had greater than fifty percent symptom reduction. The patient experienced an excessive ¿bugging¿ sensation while at work.